Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-00745 and 00746. The patient ((B)(6)) was implanted with three percutaneous leads from different lots for a purposes of a trial. During a programming session, the patient reported a change in the stimulation coverage. A diagnostic test revealed high impedance measurements for several lead contacts. Visual inspection of the connections found that the patient's lead had pulled out and four contacts were exposed. Due to these issues, the trial ended early, and the patient's leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.